Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, weight to the spec, crease fold, wear abrasion, dark ring, stress marks. A microscopic analysis was performed which identify crease sharp on radius side. And crease smooth. Based on the device analysis the final assessment is: a crease sharp on radius side due to fold flaw opening. A crease smooth on radius side due to fold flaw opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.